Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon burst. The lesion being treated was located in a severely calcified, 100% stenosed saphenous vein graft (svg). It is noted this is used off label. The vessel was predilated with a 2.5 x 20 mm balloon. After predilation the physician crossed the lesion with a taxus express2 8.8% 3.50 x 32 mm drug eluting stent. On the first inflation to 14 atms, the balloon burst, however the stent was fully expanded. The entire balloon was removed intact. No pt injuries or complications were reported. The pt's status is reported as "satisfactory/good".